Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. However, a loose connection resulting in a leak between the patient line of the cassette and the last bag was reported, which is known to cause this alarm. The cause of the loose connection and leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four of automated peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection which resulted in a leak between the patient line of the cassette and the last bag which led to this alarm. Renal therapy services (rts) assisted the patient to cycle the power and remove the cassette. Rts advised the patient to start over with new supplies and reviewed proper procedures per the user manual with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.